Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of small volume folfusors did not drain properly. This was identified after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5: change the quantity to four (4) devices (reported as an unspecified quantity in the initial report). D9: device available for evaluation? (Remove: yes and replace with no). D9: date returned to mfg: (remove: the date 06/21/2023 and replace with na for date null value). H3: reason for no evaluation: (remove: other and leave blank). H3: device returned for evaluation (remove: yes and leave blank). H10: remove the statement: the devices have been received and the evaluation is in progress (as previously reported as the devices of the reported lot number were not returned). Additional information h4, h6, h10. H4: device manufacture date: the lot was manufactured from october 14, 2022, to october 17, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.